Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a kinked catheter, which was confirmed. The catheter was revised. There was no drug in the catheter as it was aspirated before the revision was performed. It was suggested that the patient's health care provider (hcp) programmed a bridge bolus of medication (to bridge the old drug), but did not program a priming bolus to push the old drug to the tip of the catheter. No further details, patient symptoms or outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.